Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes: 147 mg/dl and 57 mg/dl. Customer had hypoglycemic symptoms of feeling "unwell" at the time of these results. Customer's wife treated him with sugar water. Customer is currently fine. No adverse event reported. The manufacturer requested return of suspect product for evaluation.